Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/05/2019. The customer performed troubleshooting and confirmed the reported issue. The customer tried to remove the castor with the manufacturer's included 17 millimeter wrench, but possibly due to loctite buildup, the wrench was not strong enough to remove the castor. The customer requested a replacement wrench. The customer reported that he received a replacement wrench, but the wrench's material was still too weak too remove the loctite-covered castor. The customer reported that he used his own wrench which was made of a stronger material, and was able to remove and replace the castor. The customer also reported that the unit had previously had the power switch overlay replaced. The customer confirmed that the unit had since passed periodic maintenance, been cleaned, and is performing within specifications.

Event description:
The customer reported that, during periodic maintenance, one of the units castors was found to be damaged. The wrench provided by the manufacturer was unable to remove the castor for the repair. Additionally, the unit previously had the power switch overlay replaced. There was no patient involvement.